Event description:
It was reported the patient went skiing and fell. The patient then had ¿some issues¿ with their implant. No further information was provided.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).